Event description:
A customer reported a single loss issue with the adc device, with use with unspecified android phone/os 13. The customer therefore was unaware when becoming hypoglycemic, and developed symptoms of sweating, breathing and heart rate quicker, and mood change. The customer was treated with candy and snack bar by family. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Low glucose value was observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a single loss issue with the adc device, with use with unspecified android phone/os 13. The customer therefore was unaware when becoming hypoglycemic, and developed symptoms of sweating, breathing and heart rate quicker, and mood change. The customer was treated with candy and snack bar by family. There was no report of death or permanent injury associated with this event.